Event description:
Undeployed renal stent separated from balloon/catheter. All sections of device retrieved and removed from body. Procedure time extended, failure to place sent to right renal artery. Pt sent to recovery without successful completion of stent placement in right renal artery. Pt with peripheral vascular disease will require another intervention procedure and delay in treatment.